Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he experienced blurry vision at all distances, halos, dry eyes and floaters. He reported the prescription glasses do not help and his symptoms are affecting his job as a carpenter. Approx six months after the implant surgery, a yag laser was performed for a "secondary cataract" in the right eye, with no improvement. The consumer reported he has sought a second opinion. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on 11/27/2012 and 12/12/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).